Manufacturer narrative:
The pump is not available to be returned. This is one of two related reports. This report represents the second impella cp used and another report will be submitted to represent the first impella cp used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support the 66 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. This was the second cp placed for the patient, as the prior was explanted due to positional issues. Underlying medical history was inclusive of renal failure and the patient was on continuous renal replacement therapy (crrt). The cp was supporting when on day after implant the patient was noted to have suffered an intracranial hemorrhage during the overnight and had left sided deficits. No treatment was noted for the brain bleed and on day 3 of the support the patient expired. The cause of death was not shared. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome. The device had been functioning as expected, p-7 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution.